Event description:
The surgeon has reported that mandible hardware is being removed due to post-op complications.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The surgeon has reported that mandible hardware is being removed due to post-op complications.

Manufacturer narrative:
The investigation concluded that the device met the specifications. Investigation showed that the patient has specific mandible anatomy which could complicate the healing process. Additional information was requested to understand the reasons for the nonunion of bones, but not obtained after several attempts. Thus, the exact root cause remained unknown.